Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included genital bleeding, period pains, post coital bleeding, ovarian cyst ruptured, neoplasm, hemoglobin decreased, obesity and metabolic syndrome. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dermoid cyst nos, laparotomy, teratoma nos, follicular cyst of ovary, leiomyoma nos, fibroids, uterine bleeding, female pelvic peritoneal adhesions, cervicitis cystic, uterine cervical squamous metaplasia, leiomyoma nos, incisional drainage, nausea, genital discharge abnormality and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy. Right salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Essure removal date was update from jan-2013 to 2012. Patient date of birth updated - previously reported as (B)(6) 1984. Discrepancy noted as removal date was provided as 02-aug-2010. Diagnostic results: on an unknown date patient undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Reporter added. New event ablation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('heavy bleeding'), dermoid cyst ('dermoid cyst') and neoplasm ('tumors') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, period pains, post coital bleeding, ovarian cyst ruptured, neoplasm, hemoglobin decreased, obesity and metabolic syndrome. *on an unknown date patient undergo an essure confirmation test. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dermoid cyst nos, laparotomy, teratoma nos, follicular cyst of ovary, leiomyoma nos, fibroids, uterine bleeding, female pelvic peritoneal adhesions, cervicitis cystic, uterine cervical squamous metaplasia, leiomyoma nos, incisional drainage, nausea, genital discharge abnormality and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression,"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), dental caries ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), menstruation irregular ("irregular periods"), dermoid cyst (seriousness criterion medically significant) and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes"), neoplasm (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablation, removed, robotic-assisted total laparoscopic hysterectomy. Right salpingectomy. And removed all cyst). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, depression, hormone level abnormal, bladder disorder, urinary tract disorder, dental caries, dysmenorrhoea, fatigue, alopecia, migraine, allergy to metals, menstruation irregular, dermoid cyst, weight decreased and vomiting had not resolved. The reporter considered allergy to metals, alopecia, bladder disorder, dental caries, depression, dermoid cyst, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, vomiting and weight decreased to be related to essure. The reporter commented: need for additional surgery. Essure removal date was update from (B)(6) 2013 to 2012. Patient date of birth updated - previously reported as (B)(6) 1984. Discrepancy noted as removal date was provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('heavy bleeding'), dermoid cyst ('dermoid cyst') and neoplasm ('tumors') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, period pains, post coital bleeding, ovarian cyst ruptured, neoplasm, hemoglobin decreased, obesity and metabolic syndrome. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dermoid cyst nos, laparotomy, teratoma nos, follicular cyst of ovary, leiomyoma nos, fibroids, uterine bleeding, female pelvic peritoneal adhesions, cervicitis cystic, uterine cervical squamous metaplasia, leiomyoma nos, incisional drainage, nausea, genital discharge abnormality and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression,"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), dental caries ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), menstruation irregular ("irregular periods"), dermoid cyst (seriousness criterion medically significant) and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes"), neoplasm (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (endometrial ablation, removed, robotic-assisted total laparoscopic hysterectomy. Right salpingectomy. And removed all cyst). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, depression, hormone level abnormal, bladder disorder, urinary tract disorder, dental caries, dysmenorrhoea, fatigue, alopecia, migraine, allergy to metals, menstruation irregular, dermoid cyst, weight decreased and vomiting had not resolved. The reporter considered allergy to metals, alopecia, bladder disorder, dental caries, depression, dermoid cyst, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, vomiting and weight decreased to be related to essure. The reporter commented: need for additional surgery. Essure removal date was update from (B)(6) 2013 to 2012. Patient date of birth updated - previously reported as (B)(6) 1984. Discrepancy noted as removal date was provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Diagnostic results: on an unknown date patient undergo an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received. Reporter's information added. Event: ablation were updated to heavy bleeding .new events: apareunia (inability to have sexual intercourse), hormonal changes, depression, bladder or urinary problems or changes, dental problems,dysmenorrhea (cramping), fatigue, hair loss, migraines / headaches, nausea, nickel allergy, irregular periods,heavy bleeding, dermoid cyst, tumors all removed, weight loss , vomiting were added.lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.